Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H10: a device was received for evaluation. A visual inspection was done which did not observe any issue related to the reported leak condition. Gravity testing was performed with no issues noted on the set; liquid flowed correctly through the set. The reported leak was not verified on the returned sample. Retention samples were also visually inspected with no issue noted. The retention samples were gravity and leak tested and no issues were observed. The reported condition was not verified on the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a vented paclitaxel set was leaking. This was identified during priming with normal saline solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection using the naked eye was performed on the photograph which did not identify any abnormalities that could have contributed to the reported leak condition. Due to the nature of the sample, no additional testing could be performed. The reported condition could not be verified during photo inspection. Should additional relevant information become available, a supplemental report will be submitted.